Event description:
A malfunction was reported on a customer's pump. The customer was hospitalized and admitted to the intensive care unit (ICU) with a blood glucose (bg) level in the mid- 400 mg/dl with ketones. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Multiple contact attempts were made by tandem technical support to obtain when the customer was released from the ICU, but the customer did not respond. Reportedly, the pump was replaced to resolve the issue, however, the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.